Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that an ar-9811 apollorf¿ mp90, aspirating ablator had a malfunction. On (B)(6) 2022, the arthroscopic cautery that was used by the surgeon quit working during the case, when it was taken out of the patient's shoulder, it was noted that the ablating tip was missing, continuous irrigation was going on through the joint as well as scoping, did not show it was in the shoulder, it was irrigated out of the patient. The cautery was removed from the field and a new one was given to the surgeon, no apparent harm and no unexpected or prolonged care. This was discovered during use with no impact to the patient.